Manufacturer narrative:
When the overhead lift was inspected, it was found that the emergency stop button was broken. It is unk if the facility performs preventative maintenance on their lifts. The tech replaced the emergency stop button and limit switch to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating that emergency stop button was broken on a likorall 242 s. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).